Manufacturer narrative:
The technician replaced the head end brake casters to repair the stretcher.

Event description:
Info received indicates when the brakes were applied, the head end brake casters hold but the casters would continue to swivel.